Event description:
A 1.5 mm diameter x 15 mm length sprinter balloon was inserted into a patient for the treatment of a right coronary artery lesion. Vessel morphology was reported to have severe tortuosity with severe calcification. It was reported that the physician first attempted with a differnt size sprinter, which was unable to cross the lesion. The device was removed without any injury to the patient. A second sprinter was pulled, which burst on the first inflation at 8atm. It was reported that while the device was being removed the catheter got stuck on the guide catheter. The device was removed without any injury to the patient. It was reported that the physician could not successfully cross with any other device and the case was aborted. No additional sequelae were reported and the patient is reported to be fine.